Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms in bipolar configuration and 440 ohm in unipolar configuration. The threshold measurements in bipolar were 4.5 volts at 0.4 milliseconds and 0.5 volts at 0.4 milliseconds in unipolar. Noise was observed when the patient laid on their left side. A technical services (ts) consultant was contacted regarding this issue and indicated the issue appeared to be a ring electrode set screw issue since unipolar lead measurements were normal but bipolar measurements were out of range. The rv lead was programmed to unipolar and the patient appeared to tolerate the unipolar rv pacing. Ts discussed the impact on the minute ventilation feature and programming options. The field representative indicated they will program the minute ventilation to passive. No adverse patient effects were reported. Our records indicate this lead remains implanted. If additional information is received this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.